Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted if additional information is obtained. (B) (4)

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal got stuck in the loading device during loading. A replacement unit was used to complete the procedure. The occurrence date is unknown. The hospital did not report any patient effects. The product is returning.